Event description:
According to the facility on 1/25, the patient stated water was sprayed into her nares.

Manufacturer narrative:
According to the facility on 1/25, the patient stated water was sprayed into her nares. The rn responded promptly and placed the patient on a standard nasal cannula until rt arrived to setup a new hfnc. The patient was weaned off the hfnc 12 hours post the incident to a 40% o2 vm. The patient currently is on a 4 lpm nc. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.